Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The report is related to a clinical study patient. It was reported the patient passed away during the hf sensor implant procedure due to cardiac arrest secondary to pulseless electrical activity from aspiration. The physician determined the event was not related to the device or clinical study.